Event description:
It was reported the patient experienced a loss of therapeutic effect. Since having their previous device replaced, the patient had been feeling nauseated. It was suspected that ¿maybe walking through security gates may have affected their settings on that day,¿ but the patient was unsure since stimulation had not been checked. It was noted the patient has had ¿issues¿ throughout the course of the therapy. It was unclear what these issues were. About a week later, the patient was still not feeling well and needed to meet with a manufacturer representative. It was stated the patient never had therapeutic effect since their revision. In addition to nausea, the patient had a bloated stomach, but was ¿really not¿ having pain. It was stated that it felt like the patient¿s battery was ¿dead or it got turned off somehow.¿ it was further indicated the patient believed their ¿implanted enterra was not working.¿ the patient was very sick and ¿did not believe their therapy was working.¿ about a week later, it was indicated the patient was doing ¿really bad¿ and was to get their device and incision checked by their healthcare provider and manufacturer representative in a few days. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4). Product type: lead: product ID neu_ptm_prog, serial# unknown. Product type: programmer, patient: product ID 435135, serial# (B)(4). Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient¿s doctor did not know much about the implant. It was noted that food was getting stuck and the patient¿s doctor was sending the patient for a nuclear test. About a week ago, and all of a sudden, the patient cannot move bowel and was wondering if that was an indication that it was spreading all over or getting in different parts of the body and if the body will shut down or if it will attack the esophagus and bowel. The patient wanted to know if she could have a stomach emptying test and drink/swallow x-ray. It was noted that the patient had a loss of therapeutic effect. Compatibility guidelines were requested for x-ray and/or fluoro and dental drills and ultrasonic probes. Additional information received reported that the patient had pain at the top of her stomach like there was something in there. It was noted that it had been like that for months and it was determined that her implant had depleted and she had replaced last month; however, she had only a few bouts of feeling well and the patient wished she never received the device. It was indicated that the patient was in the hospital two days ago and spoke with the representative yesterday. The ER staff provided the patient with some IV medication for nausea and something to clear her since she was told she had a lot of stool in her body. The patient¿s IV medication was gone and she was not any better. It was noted that the patient did call her doctor¿s office and spoke with a different doctor, who was not familiar with the device and refused to contact her doctor, and was told her doctor would be in the office on monday. The patient was directed to go to the ER if she was feeling so bad, but the patient did not want to go because she had to wait so long and did not know if they will do anything for her. Additional information received reported that the patient needed to see the manufacturer representative because she was having problems. Additional information received reported that the patient met with the representative at the doctor¿s office yesterday for problems she was having, including nauseous, severe stomach pain/cramping, and depression. The patient had CT scans and x-rays done when she was in the ER about four days ago. It was noted that the implant has helped the patient a little; it worked 1 or 2 times then went away. The patient¿s doctor wanted to know if the patient would be interested in having shock treatments. Compatibility guidelines were requested for cardioversion/defibrillation. The patient was unsure how the shock treatments would be done.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced pain and nausea. The patient could not go to the bathroom. The patient had had it for years but it was getting worse. The patient had a thermography test done a week ago and was told that was a type of ultrasound. Patient wanted to know if this could have affected the device.patient services reviewed that diagnostic ultrasound is unlikely to affect the device.the patient had questions about results on her medical test.